Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient details were not showing in the station from one particular floor. The technical support specialist found there was a synchronization issue between the server and station. The technical support specialist ran the synchronization code to re-establish communication between the server and station to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es had multiple patients that were not crossing over. The customer reported that the malfunction occurred when the user was trying to issue the medication to the patient and the user was unable to remove the medication. There was a delay to the patient's workflow, and it affected patient care. There were no adverse events or injuries reported based on this incident.